Event description:
Boston scientific crm received info that this implantable cardioverter defibrillator (ICD) was exhibiting tones. The pt presented to the clinic where an interrogation of the device indicated that there was a shorted condition detected on the right ventricular (rv) defibrillation lead during shock delivery. A review of the episode showed that a 31 joule (j) shock was attempted, but did not convert the pt due to a <20 ohms shocking impedance measurement. Another 31 j shock was delivered, which successfully converted the pt which had a 32 ohms impedance measurement. The current device check indicated that shocking impedance measurements were within range at 42 ohms. The pacing impedance measurements were also within range at 518 ohms. A boston scientific crm technical services consultant recommended replacing the device and lead, due to shorted condition. The local area sales representative confirmed that a revision procedure to replace the device and lead was scheduled to take place at a date in the near future.

Manufacturer narrative:
Additional info received indicated that this pt expired before the revision procedure could take place. The date of death is unk. It was communicated that during dialysis, this pt had a cardiac arrest. The pt was externally defibrillated and could not be resuscitated. It is unk if the device attempted to deliver therapy. As of today, the device has not been returned for analysis. It is suspected that the device was buried with the pt. If the device is returned the event will be updated.